Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2014-15124. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced ineffective stimulation. The patient's scs system was explanted and replaced on (B)(6) 2014. The patient reported effective stimulation coverage postoperative.